Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: (left) 325cc mentor siltex round moderate profile saline catalog: 3542650 lot: 249805 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent breast augmentation revision with two 325cc mentor siltex round moderate profile saline breast prostheses, suffered right side deflation post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.

Manufacturer narrative:
On 11/15/2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, mentor became aware that the patient had undergone bilateral removal and replacement wit the following devices: (right) 535cc mentor memorygel breast implant catalog: shpx535 lot: 7747426 sn: (b)(4 and (left) 535cc mentor memorygel breast implant catalog: shpx535 lot: 9359127 sn: (B)(4). On 11/22/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed a rupture in posterior view, measuring approximately 0.3 cm additionally siltex cracking was noted in the edges of the rupture . No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).